Manufacturer narrative:
An event of dyspnea and aortic valve insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b2, b3, b5, d6b, h6.

Event description:
On (B)(6) 2011, a 23mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with dyspnea to the hospital and was admitted. According to the physician the patient has grad ii aortic valve insufficiency. The patient was discharged from the hospital on (B)(6) 2020. On (B)(6) 2020, a valve in valve was performed due to increased gradient and thrombus. A 23mm edwards sapien ii valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with dyspnea to the hospital and was admitted. According to the physician the patient has grad ii aortic valve insufficiency. The patient was discharged from the hospital on (B)(6) 2020.